Event description:
It was reported that a patient's events and trends data was missing after december 2020. It was reported that the patient had been using the magnet since this date and data prior to this date was being displayed but not after. It was also stated that they were unable to run in-session diagnostics for the patient with an error of "test interruption" being displayed. It was also stated diagnostics did not appear to be run upon interrogation despite the patient being implanted with a sentiva which is known to display these results. It was reported this was seen on three different programmers. It was also stated that the patient's seizures began to increase around the time when the generator's events were last recorded. Review of the internal data of the generator indicated that the run state of the device on was "stim inhibited" which can be related to a stuck reed switch. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that a generator reset was performed low impedance was seen after this occurred. The patient has been referred for neurosurgery to discuss replacement however no surgical intervention has occurred to date.

Event description:
Generator analysis was completed and product analysis lab was able to verify the reported reed switch malfunction. No additional relevant information has been reported to date.

Event description:
Information was received that the patient's generator was replaced. Pin reinsertion was attempted prior to explant but impedances still showed low after system diagnostic tests. The patient's generator has been received into analysis however analysis has not been completed to date.